Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the blade on the 355ld would not come out, even with the surgeon pushing the button properly. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.